Event description:
Device received in large batch from medtronic returned goods. No oos or reason for explant enclosed.

Event description:
Device received in large batch from medtronic returned goods. No oos or reason for explant enclosed.